Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between january 2005 to december 2011. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. .

Event description:
This report is being filed after the review of the following journal article: bhatti, a., kumar, j., and butt, s.a. (2014), outcome of one stage combined open reduction, pelvic and derotation femoral osteotomy in congenital dislocated hips of children younger than three years age, the journal of the pakistan medical association, vol. 64 (9), pages 1015-1020 (pakistan). The aim of this prospective, descriptive case series study is to determine the outcome of one-stage combined operative management of congenital dislocation of hips in children aged 18-36 months. Between january 2005 to december 2011, a total of 38 patients (50 hips; 12 male and 26 female) with a mean age of 24.26±7.6 months (range: 18-36 months) were included the study. Proximal femoral osteotomy was performed using a small fragment dynamic compression plate (dcp). The follow-up ranged between 1 and 7 years. The mean follow-up period was unknown. The following complications were reported as follows: 1(2.6%) patient had 1cm femoral lengthening. 3 hips had avascular necrosis (avn) of femoral head. The avn was in fact the continuation of less developed/very small femoral head preoperatively in 2 hips. Moreover, only one hip of bilateral cdh case developed avn post-operatively. This patient, too, redeveloped femoral head in the next six-year follow-up, with coxa magna and minor flattening of central part of femoral head, and behaved clinically 'fair' on that side and 'excellent' on the other side. 3(6%) hips had subluxation/re-dislocation. This report is for an unknown synthes dynamic compression plate/screw constructs. This report is for one (1) unknown construct. This is report 1 of 1 for (B)(4).